Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples water bubbles were observed originating from the header area which also shows the membrane still partially filled with blood. The reported condition was verified. The cause is undetermined. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a crack ¿at the top of the product¿ of a polyflux 170h set during hemodialysis therapy. The set was replaced and therapy continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.